Manufacturer narrative:
Information was added to d8, d9, h2, h3, h4, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that water or humidity invaded the device, which damaged the circuit board in the scope connector, and led to the occurrence of the error message e315. It is possible that the image sensor unit and circuit board in the scope connector were broken, which led to the occurrence of errors e216 and b30. It was confirmed dents on the insertion section or leakage from the biopsy channel, which led to an abnormality in electronic parts such as the image sensor unit, circuit board in scope connector, etc. Therefore, it is presumed that the inner image sensor unit was damaged, which led to breakage. However, the cause of the breakage could not be specified. The suggested events are detectable and preventable by handling the device in accordance with the following instructions of use (IFU). Important information ¿ please read before use: ¦precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite bronchovideoscope displayed error code e216. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.